Event description:
Pdc received a call on (B)(4) 2011, to report medical intervention that occurred on (B)(6) 2011, around 11:00pm. Pt said she felt her blood glucose level was low, and she also felt shaky and anxious. She checked her blood glucose and received a 237 mg/dl on the prodigy autocode. Pt tested again and stated the meter did not read clearly. Pt called the paramedics and their meter read 78 mg/dl. Time between testing with the prodigy meter and the paramedics' meter is unk. Paramedic treated the pt at home by having the pt drink juice to raise her blood glucose level. Prodigy sent replacements along with a prepaid envelope for return of suspect products.

Manufacturer narrative:
Products were returned and evaluated. Products passed all tests performed and no defects found.